Event description:
The reported information stated the inlay was explanted from the right eye of a (B)(6) male patient one (1) month and 16 days postoperatively due to an epithelial ingrowth.

Event description:
Update: patient was reported to be improving; bcdva on (B)(6) 2016 was 20/20.